Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Note: this information was posted on facebook and attempts to contact the poster to follow-up or obtain additional information were unsuccessful and thus, the company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided in the post. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided, as is.

Event description:
Facebook complaint received: "I had the lapband and it was awesome for 10 yrs! Then I had a complication and had to have it removed! I had the sleeve done now and I haven't had nowhere near the success with it that I had with the band! The sleeve can't be tightened up when it gets loose! It's really disappointing!"

Manufacturer narrative:
Multiple attempts to obtain additional information were unsuccessful. The company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided in the post. Out of an abundance of caution and a desire for strict compliance, the company is reporting the new information that was provided. If additional information becomes available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.

Event description:
Complaint received from social media: " I lost way more with the lapband but after 10yrs it slipped and I had to have it removed." No other relevant information was provided.